Manufacturer narrative:
Maquet cardiovascular ag provides product failure investigation, analysis, and resolution for the device described in this report. A maquet service tech investigated the device and replaced the dc/dc converter as well as the control board. The device was tested and returned to service. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that the device experienced a failure of the system control panel (scp), during surgery which caused a pump stop. To maintain blood circulation during restart of the device, the user had to use the hand crank featured and substitute the pump function of the device by manual hand cranking (pumping). After restart, the device performed as intended. No pt injury reported as the user bridged the pump stop with the hand cranking option. (B)(4).